Manufacturer narrative:
The removed implant was returned for evaluation. A visual examination was performed; no abnormalities were identified. The implant was intact with no visible damage. Based on the results of our evaluation, we cannot determine the cause of the difficulty reported.

Event description:
Approximately three weeks post-operatively, a patient reported leg pain. Upon imaging, it was noted that the interbody implant had shifted. The surgeon removed the implant in one piece and successfully replaced it with another device.